Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's son alleges that the chair started smoking from the powerbase, that there was an actual flame coming from under the chair, and alleges that on the base near the batteries there were some wires that were completely melted. Purchased the chair second hand from (B)(6).

Manufacturer narrative:
The device was returned and evaluated. The device was found to have had improper installation of batteries post final-release.

Event description:
Consumer's son alleges that the chair started smoking from the powerbase, that there was an actual flame coming from under the chair, and alleges that on the base near the batteries there were some wires that were completely melted. Purchased the chair second hand from (B)(6).